Event description:
During eval, the force sensor was found to be out of calibration.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During eval, the force sensor was found to be out of calibration.